Event description:
It was reported the rigid video laparoscope's image had a white dot, and the visibility was obscured. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A device history record review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it was determined the caused was due to an electrical/electronic component problem of the imager. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid video laparoscope's image had a white dot, and the visibility was obscured. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure. There were no reports of patient harm.